Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The event involved a plum 360¿ infuser that the customer reported a discrepancy between the volume reported to epic (their hospital information system) and the volume showing (as infused) on the pump. At the time of complaint registration, the customer did not have any specific volume or example, but they indicated that it might be only a few milliliters. The customer stated that the discrepancy would not be clinically significant with exception only to neonatal use cases. The event occurred during infusion using the integrated workflow with auto pump programming and it occurred during the 0200-0300 hour. Epic reported all pumps in question were offline at some point between 01:47 and 02:07. The nurse caught the volume discrepancy. Within epic, the customer stated that they have two activities for suggested infused volumes; the volume calculator and the infusion verify activities. These two activities displayed different infused amounts for the 0200-0300 hour. The customer has contacted epic, who is still investigating, but they believe the volume calculator was displaying accurately what the pump was sending but this was not congruent with what the nurse and system says was the running rate. The following information was additionally provided by the customer: fwpplm0517, a primary- neonatal 2-in-1 tpn (start 1/15 22:57:05 end 1/16 20:24:35). There was no harm to the patient as a result of this reported event.